Event description:
A customer contacted beckman coulter (bec) reporting a leak inside of the coulter hmx autoloader analyzer. The customer also reported that when attemping to repair the leak the instrument gave 'volts direct current (vdc) out of range' errors. The volume of the leak was about 10 ml and was contained within the instrument. The user was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse found that the customer had been able to repair the leak by replacing the tubing through pinch valve pv49. The fse noticed that the leak at pv49 had spilled onto the light scatter (ls) preamp and laser causing them to go out and cause the 'volts direct current (vdc) out of range' errors. The fse replaced the ls preamp and the laser and the instrument ran without any leaks or errors. The repairs were verified per established procedures. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).